Manufacturer narrative:
(B)(4). The device has been received for evaluation, however evaluation is not complete. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility rep reported a broken door on a flogard pump. Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available.